Event description:
It was reported that, "surgeon went to remove bolt from the curve cup inserter from cup to use a different inserter and the screw would not loosen and the screw driver broke. Dr. Had to have another cup opened.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.